Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the touchscreen was unresponsive, and there was a small scratch on the touchscreen. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device was removed from service. The biomedical engineer (bme) reported to the remote service engineer (rse) that the touchscreen was not working, and there was a small scratch on the touchscreen. The bme also informed the rse that multiple touchscreen calibrations were attempted, but the touchscreen was still unresponsive. The rse provided the bme with the part number and price of the replacement touchscreen for repair. Per good faith effort (gfe) response, the bme confirmed that the touchscreen was replaced, and the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.